Event description:
It was reported that increased capture threshold was observed. The lead was explanted and replaced without any issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.